Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifi-cations and passed all inprocess and final inspections. Based on the conducted investigations no manufacturing related root cause could be determined. The final root cause is most likely related to external factors during the procedure. It should be noted that according to the IFU pre-dilatation is mandatory.

Event description:
The orsiro drug eluting stent system was selected for use. During the attempt to cross the calcified lesion in the rca the orsiro could not pass and was therefore removed. Upon removal a stent deformation at the distal end was detected.